Event description:
The patient reported experiencing a ringing in his head immediately following vns implant surgery. It was reported that the ringing did not change when stimulation was enabled/adjusted. The patient also reported heart effects and shortness of breath. The patient described that he could feel where his heart was in his chest and that it felt like the size of his fist. When the vns was disabled these side effects resolved. The patient has been referred for vns explant due to these adverse events. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Per the physician, the ringing in the head is not related to vns, and the shortness of breath and the cardiac issues are related to vns stimulation. No additional relevant information has been received to date.